Manufacturer narrative:
This supplemental report is submitted to provide additional event related and resolution information. Updates to sections b5, e2, e3 and g2. The user facility confirmed that the cause of the reported problem was an expired bulb; upon replacing the bulb the reported problem was resolved.

Event description:
The problem was first identified prior to the procedure and then occurred during the procedure (intermittent). The intended procedure was therapeutic. No other devices were involved in the event. There was no procedural delay and the procedure was completed using the same device. No other devices were replaced during the procedure. The device will not be returned to olympus. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that based on the available information, there was no anomaly with the subject device and the likely cause of the reported problem was expiration of the xenon lamp.

Manufacturer narrative:
Olympus technical support advised the reporter to try a known working lamp in order to resolve the problem. As the device was not returned to olympus for evaluation and no additional information was provided by the user facility, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an error e103 code was generated during a procedure, the main lamp shut off and the spare turned on. There was no patient injury or harm, associated with the problem, reported to olympus.